Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels since undergoing back surgery in (B)(6). Customer reported that they experienced bg levels as low as 30 (mg/dl), and did not provide specific values for their elevated bg levels. Reportedly, one of the medications that the customer was taking after the surgery caused the customer to feel nauseous, and subsequently, the customer would not eat very much. During some of the low bg events, customer would seek medical attention and receive treatment for their low bg levels. On (B)(6) 2016, customer was admitted to the hospital for a low bg level of 30 (mg/dl). While in the hospital, customer was treated with zofran, injections, an unspecified intravenous treatment, and the customer's health care provider made adjustments to the basal rate settings on the pump. Customer also reported that they sometimes use humalog insulin in the pump cartridges for 2-3 days at a time. Customer was still in the hospital as of (B)(6) 2016. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.